Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values within the limits of bg-run mode. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirmed hyperglycemia started on (B)(6) 2024 and continued into (B)(6) 2024. The hyperglycemia began after their supply change. The ilet was dosing insulin throughout this period until cgm signal was lost and no bg value was entered on (B)(6) 2024, likely after the user went to the hospital based on their report. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended by increasing insulin in response to elevated cgm glucose values and triggering device and glucose related alerts. This hyperglycemic event was caused by a failed infusion set or other issue from the supply change. The user did not follow the ketone action plan at home, which contributed to the severity of the event.

Event description:
On 5/14/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a high blood glucose (bg) event requiring hospitalization. The event occurred on 5/11/24. On saturday (B)(6) 2024), the user contacted beta bionics customer care for assistance with completing their first independent cartridge and infusion set change. Later in the afternoon, they observed high bg levels but did not attribute it to the ilet. The user's bg rose to 520 mg/dl. Subsequently, the user experienced symptoms of gastritis and requested to be taken to the emergency room by their wife. They were hospitalized on saturday and discharged on wednesday (B)(6) 2024). On 5/28/24 a beta bionics customer care agent followed-up with the user about the event. The user stated they developed gastritis compounded by a potentially improperly inserted infusion set site. The user was using the convatec contact detach (23", 6mm) steel cannula infusion set. The user also stated they experienced "delirium." Treatment involved IV insulin and general fluids. The user reconnected to the ilet on (B)(6) 2024.